Manufacturer narrative:
The investigation of the returned device revealed that button 2 had been depressed and that button 3 was not retracted. Button 3 retraction movement was checked and slight resistance was felt. Subsequent to disassembling the handle housing, button 3 and the sled assembly were inspected for anomalies that may have obstructed the balloon retraction. No anomalies were observed, however, dry blood was noted on the catheter which explains the resistance felt during investigation. Based on the provided information and the investigation performed, the root cause of the reported button 3 issue and the reported hematoma could not be conclusively determined. The review of the lhr (f1431805) indicated that the device lot met all established performance criteria prior to shipment. (B)(4).

Event description:
The following was reported: there was tension after button 3 was retracted all of the way back. Different from what the physician had felt before. The physician thinks that the sealant dislodged. The patient was bleeding and a hematoma began to form. The hematoma was less than 6 cm in size. Manual compression was applied for 30 minutes or less. The patient was not hospitalized. Stick location: medium vessel type: peripheral. The sales rep reported that upon her examining the device, the advancer tube did not retract into the sheath as it normally does, and there was a significant amount of space compared to usual.